Manufacturer narrative:
Reference MDR: 1723170-2019-02752 for system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when they powered up the system it displayed "no input detected". They rebooted the system without success. The site manipulated the cables that goes into the monitor and were able to get an image and perform a case later in the day. The manufacturer representative (rep) went to the site and confirmed the monitor displaying "no input detected". The rep confirmed that when they were in front of the system and reseeded some of the cable which then the system was able to power up. Technical services had the rep power cycle the system. No patient was present at the time of the event. 2019-mar-18 update from the site stating that the manufacturer representative (rep) tightened the dva to the digital visual interface (dvi) adapter and it was functioning as intended. The rep said that the site turned the system on and no input was detected. The site had to reboot the system several times before the monitor showed a signal.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when they powered up the system it displayed "no input detected". They rebooted the system without success. The site manipulated the cables that goes into the monitor and were able to get an image and perform a case later in the day. The manufacturer representative (rep) went to the site and confirmed the monitor displaying "no input detected". The rep confirmed that when they were in front of the system and reseeded some of the cable which then the system was able to power up. Technical services had the rep power cycle the system. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the site stating that the manufacture representative (rep) said that the site turned the system on and no input was detected. The site had to reboot the system several times before the monitor showed a signal. The rep tightened the dva to the digital visual interface (dvi) adapter and it was functioning as intended.